Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 5. Something inr. The reported lab result was 3.5 or 3.7 inr. The device was replaced and requested to be returned for evaluation.